Manufacturer narrative:
The actual item of this event was not returned. When a reproducibility test was performed using the same type of product having the same specifications as the product in question, it was confirmed that the tensile strength satisfied the standard. In addition, a photo of the actual product was provided by a medical institution, and as a result of an enlarged investigation of the fractured part in the photo, fracture damage due to contact with a sharp knife or the like was confirmed at the fractured part of the sheath. Therefore, it is considered that the cause of this breakage was that a sharp blade or the like came into contact during the procedure, the strength was reduced, and the sheath was broken by the force to pull out the sheath. The medical device involved in the reported event is sold only in (B)(6). Therefore, the information on the equivalent device to the complaint device that was cleared under k141070 is filled in §1, 2, and 4 of "d. Suspect medical device" in this report.

Event description:
On (B)(6) 2020, at a hospital in (B)(6), it was reported that the super sheath was fractured when it was pulled out of a patient's body during a procedure. The fractured portion remained in the patient's body and was removed adequately. There was no reported patient injury as a result of this event.